Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to an auxiliary communication bus cable issue. A field service engineer reconfigured the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawers were not detected on the communication bus and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.